Event description:
A (B)(4) male pt's spouse called zoll customer support to report service code message 204. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reportable problem (service code 204) has been confirmed. The cause for the service codes is a damaged black wire (+12v) and blue wire (communication wire) inside the trunk cable connector. The cause for the damaged wires is a cracked trunk cable connector. The root cause for the damaged connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.